Event description:
It was reported to philips that the device's main power module was "ripped off". The customer requested just a replacement ac power module with no engineer evaluation. There was no patient involvement.